Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient¿s left ventricular lead exhibited high capture threshold, noted during follow-up on an unknown date. The patient was not symptomatic. The lead was capped and replaced with a competitive product. Patient was ok before, during and after the procedure.